Event description:
The physician reported a dissection occurred while using the walrus device. The physician indicated he believed the walrus device did not perform as expected, that it contributed to the dissection, and that the dissection required medical intervention. Multiple attempts were made to gain more information on the case and the product including the procedure being performed, location of the dissection, when the dissection was noticed, the maximum balloon inflation volume that was used, the medical intervention that was used to treat the dissection, device performance, patient outcome, product lot number and other pertinent information. No further information was provided by the physician.